Manufacturer narrative:
Review of the provided analyzer alarm trace confirmed an issue with the probe. Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers.

Manufacturer narrative:
(B)(4).

Event description:
The customer received alarms indicting there were short samples and received questionable results for two patient samples. The customer stated this issue had been occurring for two days. Patient 1 initial astl aspartate aminotransferase result was < 5 u/l with a data flag, the repeat result was 45 u/l. Patient 2 initial ise indirect gen.2 chloride result was <60 mmol/l and the repeat result was 101 mmol/l. This patient was a (B)(6) year old female born on (B)(6) 1949. The initial results were reported outside the laboratory. There was no adverse event. The customer changed the sample probe. The customer stated the probe was checked for proper installation and she found the spring did not function correctly. After installing the new probe, the customer noticed gel was stuck on the tip of the old probe. The field service representative confirmed there was a dirty sample probe. He checked the probe and adjustments. The customer ran the analyzer with the new probe for over 12 hours without any alarms.